Manufacturer narrative:
Section d10 references: product ID: 37761, serial#: (B)(6), product type: recharger section d information references the main component of the system. Other relevant device(s) are: h3. Analysis of the desktop charger (s/n (B)(6) found the cord was frayed. This regulatory report is being submitted as part of a retrospective review as part of remediation plan 411. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
Information was received from a patient (pt) regarding an external device. The caller had a broken desktop charger (dtc) connector pin (37761). An email was sent to repair to replace the desktop charger. C0644681 patient mentioned calling pats and having dtc replaced a couple times. Pss discussed wireless recharger . Patient is going to follow up with dr/rep to discuss more. No symptoms reported.